Event description:
Report received from distributor (B)(6) 2010. The pt, having been prescribed epiceram for an unk facial issue, developed an allergic contact dermatitis. The physician contacted indicated the pt was treated with an unk steroid, unk dosage or strength. The physician indicated that even without treatment with a steroid, this event would not have resulted in permanent injury or illness.

Manufacturer narrative:
Ceragenix is providing this info to address the physician request although the physician confirmed and stated that, per their medical opinion, this event would not have caused permanent damage or injury with or without treatment.